Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the device. The suspected cause of the event was due to lead damage, although no confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.